Event description:
System was being used to make a table top x-ray of pt's hand. Both tubes are mounted over the table. The control console was set for operation of the #2 radiographic tube. The radiologist made the exposure and everything looked normal with regard to anode rotation and exposure indications on the console. However, the x-ray film did not produce any image. More exposures may have been attempted with the same negative results. It was later determined that only the #1 over head tube was producing x-rays contrary to the control setting while only the anode of the #2 tube was rotating. Biomed engineers at hosp believe that the pt could have received some unnecessary radiation from this event. The malfunction was corrected by co service tech. Svc rep found d812 board not selecting proper relay on d801 board.